Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy red skin irritation under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient applied an ointment from the pharmacy. It is unclear if the ointment was prescribed or over the counter. Follow up indicated that the ointment helped the skin irritation to improve.